Manufacturer narrative:
Additional information: g4, g7, h2, h3, h4, h6, h10. One nt500 pain management rf generator pn rfg-nt-500 was returned for investigation. Functional testing confirmed erratic rf output operation and temperature display once the first lesion reaches the set point temperature. Additional testing identified the front panel sub board located in the upper assembly as the root cause. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to the front panel sub board located in the upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2184149-2020-00045. This report is to advise of a second incomplete procedure associated with the same device and patient as reported under manufacturing reference, 2184149-2020-00045. No additional information is available at this time.